Event description:
It was reported by the sales rep that during a laparoscopy cholecystectomy, the clip ejected at the 1st firing when the device was used on the gallbladder. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. Affiliate reference number: (B)(4).

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected one clip. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.